Event description:
Customer reportedly noted an audible leak during a preoperative checkout of the equipment. There was no pt involvement. Ohmeda's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.